Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration movement of essure'), uterine perforation ('uterus perforation') and genital haemorrhage ('bleeding-other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue,") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, urinary tract disorder, fatigue and bladder disorder outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events ¿dysmenorrhea (cramping), back pain,fallopian tube perforation, uterus perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-event injury updated to fallopian tube perforation. New events dysmenorrhea (cramping), back pain, bleeding-other,uterus perforation, fatigue, bladder problems, urinary problem were added. Patient information were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration movement of essure'), uterine perforation ('uterus perforation') and device dislocation ('migration of essure device location of device: peritoneal cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), dysmenorrhoea ("dysmennorhea (cramping), back pain ("back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue,") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, back pain, urinary tract disorder, fatigue and bladder disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events dysmennorhea (cramping), back pain,fallopian tube perforation, uterus perforation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression-impression: migration of the left device into the peritoneal cavity without tubal occlusion. Incomplete right tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration movement of essure'), uterine perforation ('uterus perforation') and device dislocation ('migration of essure device location of device: peritoneal cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue,"), bladder disorder ("bladder problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("itching on legs"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), feeling abnormal ("memory fog") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation and salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, urinary tract disorder and bladder disorder outcome was unknown and the device dislocation, fatigue, vaginal haemorrhage, menorrhagia, pruritus, migraine, dyspareunia, alopecia, feeling abnormal and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, pruritus, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿dysmennorhea (cramping), back pain,fallopian tube perforation, uterus perforation. Date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pfs). If you have not had your essure removed, are you currently planning for essure removal? No. (Discrepancy noted as per pfs). Left one floating around, cannot find it to remove. Essure removal discrepancy: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: migration of the left device into the peritoneal cavity without tubal occlusion. Incomplete right tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received: events added: dyspareunia (painful sexual intercourse); lower stomach pain; fatigue; hair loss, memory fog; tubal ligation, abnormal bleeding (vaginal, menorrhagia), itching on legs; migraines / headaches. Essure removal date and rcc note updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration movement of essure'), uterine perforation ('uterus perforation') and device dislocation ('migration of essure device location of device: peritoneal cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding-other"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue,") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, dysmenorrhoea, back pain, urinary tract disorder, fatigue and bladder disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events ¿dysmennorhea (cramping), back pain,fallopian tube perforation, uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: impression-impression: migration of the left device into the peritoneal cavity without tubal occlusion. Incomplete right tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received- new event migration of essure device location of device: peritoneal cavity was added. Reporter information was added. Event genital bleeding was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.